Manufacturer narrative:
Product has been received by greatbatch and investigation is in process. Once investigation is completed, a follow up medwatch 3500a will be submitted.

Event description:
Per email received on (B)(4) 2014, customer reports: during an unknown patient procedure, the surgeon stated the reamers are dull. No patient injury was reported. "Customer does not that there was a surgical delay of 10-15 minutes." No further information was provided.